Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (patient expiration, multisystem organ failure, renal dysfunction, hepatic dysfunction, patient condition, and localized infection) could not be conclusively be determined. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(4), on (B)(6) 2020. Heartmate 3 left ventricular assist system, serial number (B)(4), will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists localized infection, renal dysfunction, hepatic dysfunction, multiple types of organ failure, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiopulmonary arrest. The patient had experienced multiple organ failure, profound hypotension, vasoplegia, acute kidney injury (aki), liver injury, and pneumonia prior to death. The death was not considered to be device related and the device operated as expected.